Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was receiving unknown baclofen via an implanted pump. It was reported the patient's pump was defective due to events that occurred on or about (B)(6) 2017. It was noted the pump was removed.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter; product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the legal team reported, on (B)(6) 2017, 3 cc of drainage was aspirated from the pump site seroma. It was noted there was more fluid in the pump site pocket. On (B)(6) 2017, the seroma had developed across scar from the intrathecal pump and a large area needed to be drained. An ultrasound was performed to remove the seroma but calcification throughout the seroma was notice. No drainage could be performed. On (B)(6) 2017, the pump was being removed and moved to a new pump pocket. There appeared to be a tiny pinhole in the catheter. The old pump was removed and the catheter was freed from the scar tissue. The pump and catheter were moved to the new pocket. On (B)(6) 2017, there were no signs of infections and the patient's dressing was redone. The patient was still complaining of low back pain on (B)(6) 2017. It was noted the wound was still draining quite a bit of serosanguineous drainage, which appeared cloudy. The patient also developed another seroma at the incision site. The hcp attempted to drain but no fluid was aspirated. The drain and sutures were removed. On or about on (B)(6) 2017, it was noted the wound was still draining but the patient was pain free. The incision was healing nicely without any redness, but does have a seroma. On or about (B)(6) 2017, the patient had a fall and hit their head. The patient started suffering nausea, vomiting, and dizziness. The patient was given baclofen and meclizine, saying they had not been changing bandages often. The patient was diagnosed with a concussion and the pump was increased. The patient continued to complain of pain in their back and neck on (B)(6) 2017. The patient appeared to the clinic, on (B)(6) 2017, with continued nausea, vomiting, and dizziness. The ptm was not working so it was disabled. The patient continued to have nausea, vomiting, and dizziness along with falls on (B)(6) 2017. A cat scan was performed and the results were normal. The hcp noted the symptoms appeared to be neurologic, and not related to the pump. The patient was confused, playing with linen, and not following commands. The patient was admitted to the hospital, on (B)(6) 2017, where the pump was removed. It was noted the patient had developed meningitis and infection. The patient was hospitalized for two weeks and suffered nervousness, dizziness, nausea, and tiredness.